Manufacturer narrative:
Insulin pump received with external flash crc error alarm during self test, problem isolated to mother board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had external flash crc error. The customer blood glucose level was 215 mg/dl. The customer was assisted with troubleshooting. Customer stated that they cannot perform bolus. Customer stated that they were able to clear the alarms. Customer was able to complete rewind. Customer stated that they performed a self-test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.